Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was missing segments. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Troubleshooting was performed. The pump will be returning for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion or verify missing segments or partial display anomaly due to flashing white lcd display noted.